Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. No thermal issues were noted during inspection. There were no anomalies noted with the functionality of the device. Our instructions for use warn: "audible high-pitched tones resonating from the blade or hand piece during activation are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached properly, which may result in abnormally high shaft temperatures and user or patient injury." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided."

Event description:
It was reported that during a thoracotomy procedure, when the device was set down on the drape, it would burn the drape. The active blade seems to be hotter than normal. They continued to use the device to complete the procedure. There was no impact to the patient.